Manufacturer narrative:
It was reported that mesh was implanted along with concurrent removal of adhesions due to stress urinary incontinence. Following implantation the patient experienced constant burning pain, urinary incontinence, unable to have intercourse due to mesh, pieces of mesh protruding ,varicose veins, blood clots and severe leg cramps. It was reported the patient underwent mesh removal on (B)(6) 2012 due to protruding mesh and pain. The patient underwent surgery on september/october 2012 and the surgeon ¿took down some adhesions¿. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4) nocturia. It was reported that following insertion the patient experienced incomplete bladder emptying and nocturia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.